Event description:
As reported by the sales rep per the user facility. Reports over the last few days spin lock disconnected from IV catheter. No pt injury, but did have bleeding from the IV sites. Customer has sample for return. Additional info provided by the facility indicated the spinlock collar is slippery and disconnects. It is hard to tighten the connection. There has been considerable bleeding, however no one required blood replacement and no one suffered any adverse sequela associated with the incidents. Samples will be returned for evaluation.

Manufacturer narrative:
The actual devices have not yet been received for the MFR to evaluate. Without the actual samples, a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual device is received, a follow-up report will be filed.